Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The guidewire returned stuck inside the catheter of the burr device and it was not possible to release. The device has the distal tip kinked; besides, the body was kinked in two different sections, approximately at 5cm and 125cm from the proximal end. No more damages were found in the device. Dimensional inspection of the device that could be measured were performed and were within specifications.

Event description:
It was reported that the burr became stuck on the guidewire. The target lesion was located in the tibioperoneal trunk. A 2.00mm peripheral rotalink and peripheral rotawire and wireclip torquer were selected for use. During the procedure, it was noted that the device stalled during advancement. About 75% of the rotablation was completed and the device was being withdrawn in dynaglide mode when the burr became stuck on the wire. The physician had difficulty removing it from the patient's body. The rotalink and rotawire were removed together. The rotablation procedure was completed with this device as the majority of the case was completed. There were multiple areas and the last area was where they had the problem. A new wire was advanced and ballooning completed. There were no patient complications and the patient was fine after the procedure.

Event description:
It was reported that the burr became stuck on the guidewire. The target lesion was located in the tibioperoneal trunk. A 2.00 mm peripheral rotalink and peripheral rotawire and wireclip torquer were selected for use. During the procedure, it was noted that the device stalled during advancement. About 75% of the rotablation was completed and the device was being withdrawn in dynaglide mode when the burr became stuck on the wire. The physician had difficulty removing it from the patient's body. The rotalink and rotawire were removed together. The rotablation procedure was completed with this device as the majority of the case was completed. There were multiple areas and the last area was where they had the problem. A new wire was advanced and ballooning completed. There were no patient complications and the patient was fine after the procedure.